Manufacturer narrative:
The tech replaced the brake casters, butterfly pedal, foot pads and sleeve to resolve the issue.

Event description:
Tech alleged that the brakes would set but would ratchet. No pt impact.